Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that propofol was ordered for 100 mcg/kg/min or 28.14 ml/hr. As the volume in the vial was decreasing, the volume to be infused (vtbi) was entered as 10ml, in order to remind the nurse to grab a new one. The pump automatically updated the rate to a kvo (keep vein open) of 20ml/hr or 71mcg/kg/min. No further information is available.